Event description:
The customer stated that there was a broken power connector. Additional information was received with the unit indicating the propaq connected to a patient for approximately 10 minutes then beeped and showed critical fault and remove all cables. The propaq was unusable for about 20 minutes then rebooted. Lost all vital signs the monitor had taken.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is a multi-parameter patient monitor and the actual device involved was evaluated. The factory service technician duplicated and confirmed the malfunction. Download of the device error log and evaluation indicated a flash memory ic problem. Upon power up of the device, the monitor indicated error code # 14020068. Investigation isolated the problem of the devices internal circuit board. The cause was determined to be a poor connection on the u77 connector on the main pcb. Replacement of the failed circuit board restored the device to normal operation. Additionally, a broken power connector was damaged and repaired. Welch allyn service returned the device after successful product tests.